Manufacturer narrative:
(B)(4).

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were recommended. Patient's condition was fine.